Event description:
The customer reported that the media color for a positive control cyclesure bi lot 26081z was not yellow. It showed a transparent purplish color.

Manufacturer narrative:
(B) (4) - color change incorrect. Conclusion - asp assessment: customer reported that the media from two cyclesure positive control bis, lot 26081z, did not change color to yellow as expected. They were "transparent purplish" in color. One of the controls showed a different color change at 4 day incubation and the other at 5 day incubation. Health hazard eval was conducted and concluded that the overall hazard risk score is low. The device history record for this lot was reviewed and found to meet all required specs without any mfg nonconformities. An assessment of the failure mode and effects analysis showed that the risk to the user is above the threshold level. To mitigate the risk, a CAPA was opened to investigate potential root causes for the color shift of positive bis. Extensive studies evaluated under this CAPA confirmed that there was no color reversion to purple. A definitive root cause was not identified during the investigation, although key factors causing ph shifting were identified to be ap40-spore carrier and glass ampoules. It was concluded that the color shifting is linked to the ph increase during incubation time, which forces the media to transition from yellow to yellowish-green and eventually to yellowish-gray in limited cases. The CAPA investigation resulted in a labeling change of the IFU to a 3 day (72 hr) maximum incubation time. The complaint history for this lot has two other similar reported complaints. Complaint trending shows that the trend for cyclesure "color change incorrect" is within an acceptable control limits. Asp will continue to track and trend for this type of complaint. Eval summary - the returned product sample included two unprocessed bis. Visual examination of the bis showed that the cap was depressed, the tyvek liner is present, the vial was crushed, and no remaining media in the vial. To confirm the customer reported failure mode of "color change incorrect", retain testing for lot 26081z was performed and the results (data) were recorded (B) (4). The test report shows that the media color shift was observed in the test samples, confirming the customer complaint that the samples did not remain yellow at the end of the 7 day incubation time. None of the test samples fully reverted to pantone color range of 24c-32c after turning positive (yellow).